Manufacturer narrative:
The t:flex user guide states: "use only single-use disposable cartridges from tandem diabetes care. The efficacy of your t:flex system cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred after the customer had been reusing the same cartridge. Customer's blood glucose level ranged from 55-133 mg/dl. The customer declined troubleshooting. Tandem technical support educated the customer regarding cartridge labeling. Reportedly, the customer was able to reload the existing cartridge, ultimately clear the alarm, and resume insulin delivery.